Event description:
Reportedly, interrogation of the subject ICD and episodes review performed on (B)(6) 2017 revealed ventricular oversensing resulting in shock therapy delivery. It is reportedly suspected that the oversensing may be the result of an rv lead issue. Preliminary analysis confirmed the reported event. The observed oversensing most probably resulted from a lead issue or a lead/ICD connection issue at ventricular level.

Event description:
Reportedly, interrogation of the subject ICD and episodes review performed on (B)(6) 2017 revealed ventricular oversensing resulting in shock therapy delivery. It is reportedly suspected that the oversensing may be the result of an rv lead issue. Preliminary analysis confirmed the reported event. The observed oversensing most probably resulted from a lead issue or a lead/ICD connection issue at ventricular level.